Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump's battery life did not meet the expectations of the user. It was noted that the batteries needed to be changed daily. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/09/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/25/2014 with the following findings: a review of the pump¿s black box history showed multiple ¿low battery¿ warnings and two ¿replace battery¿ alarms were recorded. There was evidence of excessive battery usage observed in the black box history. During testing, the pump powered on to the ¿verify¿ screen using the returned battery cap. The battery cap was able to be fully secured to the pump. No power losses were observed during testing. The pump¿s electrical current draws were found to be out of the required specifications. The pump case was removed and evidence of moisture damage was observed on the transceiver board. The transceiver board was disconnected and the pump¿s electrical current draws returned to the required specifications. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was torn at the center. The audio bolus button responded appropriately to button presses.